Event description:
It was reported that the device was unable to be interrogated during the in-clinic follow-up. The device was explanted and replaced to resolve the event. The patient was in stable condition.